Manufacturer narrative:
Eval summary: the ace236 device was received in good condition. No visible damage was noted. The hand-activation concluded that there was a switch failure due to intermittent contact, between the hand piece and the button assembly. The device was tested on a generator and no error codes were noted. The batch history records were reviewed with no anomalies noted during the mfg process.

Event description:
It was reported during an unk procedure error code 5: instrument. Another like instrument was used. There was no adverse pt consequence.